Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), pelvic pain ('pain') and autoimmune disorder ('autoimmune issues') in a 30-year-old female patient who had essure (batch no. 20210352,683283) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, conjunctivitis, alzheimer's disease, anemia, anesthesia intubation complication, anxiety, asthma, pulmonary embolism, blood disorder, blood disorder, cancer (colon, ovarian, breast, cervical, ovartan), diabetes, drug dependence, eating disorder, cholesterol levels raised, endometriosis, kidney infection, stomach ulcer, hepatitis, heart disease, unspecified, hypertension, hyperthyroidism, infertility, menses irregular, irritable bowel syndrome, renal disease, lung disease, osteoporosis and seizure. Previously administered products included for an unreported indication: clonazepam. Concurrent conditions included secondary hypothyroidism since 2015 and bipolar disorder since 2009. Concomitant products included ascorbic acid since 2015, ascorbic acid;betacarotene;biotin;calcium lactate;choline bitartrate;chromium nicotinate;colecalciferol;cyanocobalamin;dexpanthenol;dl-selenomethionine;folic acid;inositol;magnesium lactate;manganese gluconate;nicotinamide;potassium citrate;potassium iodide;pyridoxine hydrochloride;retinol palmitate;riboflavin phosphate;thiamine hydrochloride;tocopheryl acetate;zinc gluconate (multi vitamin & mineral) since 2015, colecalciferol (vitamin d3) since 2015, levothyroxine sodium (tirosint) since 2015, mecobalamin (methyl b12) since 2013, minerals nos;vitamins nos (prenatal vitamins) since 2015 and valproate semisodium (depakote) since 2014. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("painful periods/ dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches"). In 2013, the patient experienced inflammation ("allergic or hypersensitivity reaction type: inflammation"), fatigue ("fatigue"), flatulence ("gastrointestinal or digestive system condition type: gas") and abdominal distension ("bloating/ stomach distension/ swelling in abdominal area"). In 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), 1 day after insertion of essure. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/ pain during sex"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dry skin ("rashes or skin conditions type: dry skin"), acne ("acne"), abdominal pain lower ("lower abdominal pain") and pain ("shooting pain"). In 2015, the patient experienced alopecia ("hair loss"), loss of libido ("hormonal changes describe: loss of sex drive") and asthenia ("low energy"). In 2016, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and experienced vaginal infection ("vaginal infection"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), fungal infection ("infection (bladder/ urinary tract/vaginal) type: frequent yeast infections"), skin exfoliation ("flaky skin"), diarrhoea ("diarrhea"), neck pain ("cervical pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, autoimmune disorder, dysmenorrhoea, vaginal haemorrhage, menorrhagia, inflammation, fungal infection, dry skin, skin exfoliation, acne, migraine, headache, fatigue, weight increased, loss of libido, abdominal pain lower, vaginal infection, neck pain and vulvovaginal pain outcome was unknown and the alopecia, dyspareunia, flatulence, abdominal distension, diarrhoea and pain was resolving. The reporter considered abdominal distension, abdominal pain lower, acne, alopecia, asthenia, autoimmune disorder, diarrhoea, dry skin, dysmenorrhoea, dyspareunia, fatigue, flatulence, fungal infection, headache, inflammation, loss of libido, menorrhagia, migraine, neck pain, pain, pelvic pain, skin exfoliation, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram: on (B)(6) 2010: total bilateral occlusion. Lot number: 20210352, manufacturing date: 2009-09, expiration date: 2012-09. Lot number: 683283, manufacturing date: 2009-10, expiration date: 2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pelvic pain ("pain") and autoimmune disorder ("autoimmune issues") in a 30-year-old female patient who had essure (batch no: 683283/ 20210352) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, conjunctivitis, alzheimer's disease, anemia, anesthesia intubation complication, anxiety, asthma, pulmonary embolism, blood disorder, blood disorder, cancer (colon, ovarian, breast, cervical, ovartan), diabetes, drug dependence, eating disorder, cholesterol levels raised, endometriosis, kidney infection, stomach ulcer, hepatitis, heart disease, unspecified, hypertension, hyperthyroidism, infertility, menses irregular, irritable bowel syndrome, renal disease, lung disease, osteoporosis and seizure. Previously administered products included for an unreported indication: clonazepam. Concurrent conditions included bipolar disorder since 2009 and secondary hypothyroidism since 2015. Concomitant products included ascorbic acid since 2015, ascorbic acid;betacarotene;biotin;calcium lactate;choline bitartrate;chromium nicotinate;colecalciferol;cyanocobalamin;dexpanthenol;dl-selenomethionine;folic acid;inositol;magnesium lactate;manganese gluconate;nicotinamide;potassium citrate;potassium iodide;pyridoxine hydrochloride;retinol palmitate;riboflavin phosphate;thiamine hydrochloride;tocopheryl acetate;zinc gluconate (multi vitamin & mineral) since 2015, colecalciferol (vitamin d3) since 2015, levothyroxine sodium (tirosint) since 2015, mecobalamin (methyl b12) since 2013, minerals nos;vitamins nos (prenatal vitamins) since 2015 and valproate semisodium (depakote) since 2014. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("painful periods/ dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches"). In 2013, the patient experienced inflammation ("allergic or hypersensitivity reaction type: inflammation"), fatigue ("fatigue"), flatulence ("gastrointestinal or digestive system condition type: gas") and abdominal distension ("bloating/ stomach distension/ swelling in abdominal area"). In 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), 1 day after insertion of essure. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/ pain during sex"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dry skin ("rashes or skin conditions type: dry skin"), acne ("acne"), abdominal pain lower ("lower abdominal pain") and pain ("shooting pain"). In 2015, the patient experienced alopecia ("hair loss"), loss of libido ("hormonal changes describe: loss of sex drive") and asthenia ("low energy"). In 2016, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and experienced vaginal infection ("vaginal infection"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), fungal infection ("infection (bladder/ urinary tract/vaginal) type: frequent yeast infections"), skin exfoliation ("flaky skin"), diarrhoea ("diarrhea"), neck pain ("cervical pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, autoimmune disorder, dysmenorrhoea, vaginal haemorrhage, menorrhagia, inflammation, fungal infection, dry skin, skin exfoliation, acne, migraine, headache, fatigue, weight increased, loss of libido, abdominal pain lower, vaginal infection, neck pain and vulvovaginal pain outcome was unknown and the alopecia, dyspareunia, flatulence, abdominal distension, diarrhoea and pain was resolving. The reporter considered abdominal distension, abdominal pain lower, acne, alopecia, asthenia, autoimmune disorder, diarrhoea, dry skin, dysmenorrhoea, dyspareunia, fatigue, flatulence, fungal infection, headache, inflammation, loss of libido, menorrhagia, migraine, neck pain, pain, pelvic pain, skin exfoliation, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram: on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-feb-2019: reporter, patient demographic, historical drugs, medical history, concomitant drugs, laboratory data was added. Suspect drug indication and lot number added. Added events hormonal changes describe: loss of sex drive, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: inflammation, infection (bladder/ urinary tract/vaginal) type: frequent yeast infections, rashes or skin conditions type: dry skin, flaky skin, acne, migraines / headaches, fatigue, perforation (uterus), weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: gas, bloating, diarrhea, lower abdominal pain, pain during sex, shooting pain, low energy, vaginal infection, cervical pain, vaginal pain. Outcome of events hair loss and painful intercourse/ pain during sex was updated to recovering. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), pelvic pain ('pain') and autoimmune disorder ('autoimmune issues') in a 30-year-old female patient who had essure (batch no. 20210352, 683283) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, conjunctivitis, alzheimer's disease, anemia, anesthesia intubation complication, anxiety, asthma, pulmonary embolism, blood disorder, blood disorder, cancer (colon, ovarian, breast, cervical, ovartan), diabetes, drug dependence, eating disorder, cholesterol levels raised, endometriosis, kidney infection, stomach ulcer, hepatitis, heart disease, unspecified, hypertension, hyperthyroidism, infertility, menses irregular, irritable bowel syndrome, renal disease, lung disease, osteoporosis and seizure. Previously administered products included for an unreported indication: clonazepam. Concurrent conditions included secondary hypothyroidism since 2015, bipolar disorder since 2009, mood change, mood swings and venereal disease nos. Concomitant products included ascorbic acid since 2015, ascorbic acid;betacarotene;biotin;calcium lactate;choline bitartrate; chromium nicotinate; colecalciferol; cyanocobalamin; dexpanthenol; dl-selenomethionine; folic acid; inositol; magnesium lactate; manganese gluconate ;nicotinamide; potassium citrate;potassium iodide ;pyridoxine hydrochloride; retinol palmitate;riboflavin phosphate;thiamine hydrochloride;tocopheryl acetate;zinc gluconate (multi vitamin & mineral) since 2015, bupropion hydrochloride (wellbutrin), colecalciferol (vitamin d3) since 2015, levothyroxine sodium (tirosint) since 2015, mecobalamin (methyl b12) since 2013, minerals nos;vitamins nos (prenatal vitamins) since 2015 and valproate semisodium (depakote) since 2014. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("painful periods/ dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced migraine ("migraines / headache"). In 2011, the patient experienced headache ("headaches"). In (B)(6) 2013, the patient experienced inflammation ("allergic or hypersensitivity reaction type: inflammation"), abdominal distension ("bloating/ stomach distension/ swelling in abdominal area") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced flatulence ("gastrointestinal or digestive system condition type: gas"), loss of libido ("hormonal changes describe: loss of sex drive") and asthenia ("low energy"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced dry skin ("rashes or skin conditions type: dry skin") and acne ("acne"). In (B)(6) 2014, the patient experienced abdominal pain lower ("lower abdominal pain") and dyspareunia ("painful intercourse/ pain during sex"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain ("shooting pain"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), 1 day after insertion of essure. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced vaginal infection ("vaginal infection"). In (B)(6) 2016, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: frequent yeast infections/ vaginal"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), skin exfoliation ("flaky skin"), diarrhoea ("diarrhea"), neck pain ("cervical pain") and stress ("discussed health issues since essure, my stress over those issues"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, autoimmune disorder, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, menorrhagia, inflammation, vaginal infection, vulvovaginal mycotic infection, vulvovaginal pain, dry skin, skin exfoliation, acne, migraine, headache, fatigue, weight increased, loss of libido, asthenia, neck pain and stress outcome was unknown and the dyspareunia, abdominal distension, alopecia, flatulence, diarrhoea and pain was resolving. The reporter considered abdominal distension, abdominal pain lower, acne, alopecia, asthenia, autoimmune disorder, diarrhoea, dry skin, dysmenorrhoea, dyspareunia, fatigue, flatulence, headache, inflammation, loss of libido, menorrhagia, migraine, neck pain, pain, pelvic pain, skin exfoliation, stress, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Lot number: 20210352 manufacturing date: 2009-09 expiration date: 2012-09. Lot number: 683283 manufacturing date: 2009-10 expiration date: 2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: plaintiff fact sheet received : event pt ¿fungal infection¿ was updated to pt ¿vulvovaginal mycotic infection¿. New event of stress added. Onset date of events added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), alopecia ("hair loss"), dyspareunia ("painful intercourse") and dysmenorrhoea ("painful periods"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, alopecia, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered alopecia, autoimmune disorder, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.